Event description:
Same case as MFR# 2134265-2010-05638. It was reported that post a stenting treatment procedure the patient developed peripheral neuropathy. Two taxus liberte stents were successfully implanted in an unspecified lesion and an unknown time later the patient developed pain in his arms, feet and lower back. The patient has not been treated for the symptoms and the patient's condition is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR# 2134265-2010-05638. It was reported that post a stenting treatment procedure the patient developed peripheral neuropathy. Two taxus liberte stents were successfully implanted in an unspecified lesion and an unknown time later the patient developed pain in his arms, feet and lower back. The patient has not been treated for the symptoms and the patient's condition is stable.